Event description:
It was reported that the patient experienced complete heart block. The right ventricular (rv) lead exhibited high thresholds. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted on (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.